Event description:
It was reported that the vns patient was scheduled for surgery (unrelated to vns) and in preparation for the surgical procedure, the surgeon was programming the device off. Upon interrogation of the device, a high lead impedance warning message appeared. As a result, the surgeon opted to revise the lead and pulse generator since the patient was already undergoing a surgical procedure. Additional information was received revealing that the patient had sustained trauma to the chest site while playing volleyball. It is unknown when this trauma occurred. In addition, the patient's mother also reported that over the past 4-5 months, the patient had been experiencing painful and intolerable stimulation. The explanted lead and generator have been returned to manufacturer where analysis is underway. Good faith attempts to obtain additional information from the treating physician are also underway.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.